Event description:
It was reported to medtronic minimed that the customer experienced harm, with no reported allegation of a device malfunction and a blank display. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen, and also feeling unwell. The customer reported the following leading up to the event: the customer did not notice it was turned off, disconnected at the quick release, and the customer did not call back after installing a new battery, the monitoring pump for 2 hours, and the frozen display recurred, as well as not calling back with a blank display after receiving a new battery cap, as the customer reported blank display, but the customer was unsure using the correct battery cap for the pump they were using. The customer was advised to inspect the battery cap for any damage or corrosion; the battery cap was not damaged or corroded, and the customer was instructed to call back as needed, as per dop114-980doc: high blood glucose was caused by to sudden pump shut down and the customer didn't notice it until felt unwell and checked her blood glucose, documented treatment for high blood glucose: manual injection. The event involved products mmt-332a, mmt-397a, mmt-1884, and mmt-7020a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer reported a blank display. The display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.